Event description:
On (B)(6) 2022, it was reported by a facility representative via medwatch mailed in letter that an ar-13995n multifire scorpion needle had a small piece of the tip break off inside the patient. Surgeon opened a new ar-13995n multifire scorpion needle and the tip also broke off in the patient. Surgeon was not able to retrieved these broken fragments or even locate them. This was discovered during a left shoulder arthroscopy procedure on (B)(6) 2022

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the ends of each device are missing. The thickness of the end was measured and found 0.013 inches and 0.0128 inches which are within tolerance. The length of the device was also measured and both were found to be shorter than the required dimensions due to the broken end. The cause remains undetermined, however, a probable cause is attributed to consistently passing the needle through challenging tissue (thick or calcified) or by hitting bone.